Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi open-irrigated was selected for use during the procedure to treat intratrioventricular reentrant tachycardia. It was reported that during the catheter preparation it was observed that the catheter irrigation would not flow through. They attempted to use a pump for continuous flush as well as a hand injection, but both were ineffective. It was suspected that the catheter interior was blocked. No damages were noted. A different device was used for the procedure. It was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
The intellanav mifi open-irrigated was selected for use during the procedure to treat intratrioventricular reentrant tachycardia. It was reported that during the catheter preparation it was observed that the catheter irrigation would not flow through. They attempted to use a pump for continuous flush as well as a hand injection, but both were ineffective. It was suspected that the catheter interior was blocked. No damages were noted. A different device was used for the procedure. It was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed that the device did not have visual defects. Functional testing showed that the steering knob and the tension control knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The device was destructively analyzed and no damaged was found, no other issues were identified on the internals components of the device. Therefore, since no damages were found on the returned device and there is no evidence enough, it is determined that the most probable cause cannot be confirmed due to the lack of information.